Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
Diminished pulses were noted in the lower extremity 20 minutes post-deployment of a 6f angio-seal vip in the recovery room. An arteriogram was performed and vessel occlusion was confirmed. The angio-seal was surgically removed from the patient.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Hemostasis was not achieved post-deployment of a 6f angio-seal vip vascular closure device. Hemostasis was achieved via manual compression. Diminished pulses were noted in the lower extremity in the recovery room. An arteriogram was performed and vessel occlusion was confirmed. The angio-seal was surgically removed from the patient.